Manufacturer narrative:
Device was discarded by the hospital. No eval of the device will be performed. If relevant info is revived, it will be submitted on a supplemental report.

Event description:
It was reported, doctor inserted an add'l k-wire in order to keep the head from rotating during lag screw insertion. This was done so with the fragment control clip and provider cannula was inserted. The threads of the k-wire broke off and are in the femoral head.